Manufacturer narrative:
Implant fracture. No patient data or additional information from dentist available. Batch record review was done. No findings. No product and no surgical information available even after 3 attempts to gather information from the dentist. Re-submission and re-coding initial submission did not pass FDA gateway.

Event description:
Implant fracture. No patient data or additional information from dentist available.